Manufacturer narrative:
Extraneal solution. The patient was not hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics. At the time of this report, the patient had finished antibiotic treatment. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause was not reported. The treatment and outcome were not reported. Manual pd exchange was ongoing. No additional information is available.